Event description:
It was reported that the lead could not be placed into the correct position. A new lead was used and implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary ; the full lead was returned and analyzed. There were no anomalies found. It was noted that the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress and visual summary analysis of the lead indicated damage at implant.